Event description:
Additional information was received from the healthcare professional via the manufacturer representative (rep). Per hcp the issue is still being resolved. Patient received an x-ray and the hcp discovered the lead had migrated and the device appears to have moved in the pocket and patient is awaiting a lead revision and pocket revision.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: va28u5k; implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va28u5k, implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, gastrointestinal pelvic floor. It was reported that patient got a 1707 code on recharger app that has been happening since last week. Rep received a call last friday (june 4th) and patient reported an error while recharging and unable to recharge past 80%. Patient did not know error code. Caller met w/ patient same day and thought it was a user issue, as was able to connect the recharger and charge normally. Sent patient home to document any codes and to notify of any issues. Today patient reached out to caller and reported a 1707 code. Recharging had been going good since implant (B)(6) 2020 until last week. Patient has lost approx. 5 pounds of weight and the ins is superficial. Patient services discussed troubleshooting steps with caller and caller will plan to meet w/ patient, requested recharge logs and possible x-ray after resetting the recharger. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the error message that was seen was 1707. It was seen multiple times, with every attempt at home to charge the device. The cause of the error message was undetermined, but it seemed like the implant location and recharger positioning may have been a factor. Technical services spoke with the patient on (B)(6) 2021 performing a 'reset' with no success. The rep met with the patient on (B)(6) 2021 to download recharge logs and to attempt to obtain successful recharging. The patient was now able to successfully recharge their implant. The approximate implant depth and location was described as below the iliac crest and lateral to the sacrum and just below a fold in the skin. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was able to successfully charge one time with the new recharger after multiple attempts to capture the battery and then the same issue reoccurred would not resolve. Radiology images were ordered by the managing physician and it was determined the lead had moved to an undesirable position and it was difficult to determine whether the battery was lying flat in the pocket. The patient is currently waiting to see the implanting physician to schedule both a lead and pocket revision.